Event description:
A surgeon reports that during intraocular lens (iol) implant surgery, the tip of the cartridge of the iol delivery system was not inserted into the incision correctly. The incision was enlarged. Additional information has been requested.